Event description:
It has been reported to co that a dissection has occurred during the procedure. The physician inserted a guide wire and advanced the guide catheter over the wire and engaged the vessel. The physician attempted to advance the guide wire forward however it would not cross the lesion. The physician removed that guide wire and replaced it with another. The physician inserted the aspiration catheter and while advancing it forward he felt resistance because of a second lesion. The physician attempted to perform aspiration on the vessel, however, blood would not come into the syringe. The physician was also experiencing resistance. The physician attempted to remove the aspiration catheter however, it would not respond. The physician had to remove the aspiration catheter and the guide wire together. The aspiration catheter was inspected after removal and damage was noticed. The physician observed the fluoroscope and noticed that the patient has a spiral dissection in the vessel. The dissection was successfully treated. The patient is reported to be fine.